Manufacturer narrative:
Upon receipt the lead was found cut 23 cm distal to the is-1 connector pin. Only a proximal fragment was received for analysis. The distal fragment including the lead tip and rv shock coil was not returned. It is reasonable to assume that the lead was cut during the extraction procedure. The performance of the lead fragment was scrutinized, including a visual inspection and an analysis of the provided x-ray. The visual inspection of the lead fragment showed that the outer insulation was found abraded through (22 cm distal to the is-1 connector pin). Which is assumed to be the root cause of the reported clinical observation. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. During the analysis of the provided x-ray images, an externalized conductor cable could not be confirmed. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that approx. 100 months after the implantation, during the ICD explantation due to lvad therapy, it was noted that the insulation of this lead was damaged. The operator cut off a part of lead and the rest was left in situ.